Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information shortness of breath and difficult time sleeping. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device stopped working and patient experienced shortness of breath and difficult time sleeping. There was no report of medical intervention. This notification was reviewed for information received that a device stopped working and patient experienced shortness of breath and difficult time sleeping. The allegation has been reviewed by a pms clinical expert and determined that the allegation does not qualify as a serious injury. Additionally, the reported event is related to non-use of the device. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.